Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause of the reported difficult to open or close (clip open inability-prep) could not be determined. The reported difficult to open or close (clip jumping) appears to be due to tension remained in the system when the clip was unlocked. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a clip that jumped open during preparation. It was reported that during device preparation of a mitraclip xtw, the clip was closed below 60 degrees to check the lock. The lock held, but could not unlock or open. Two attempts were made to unlock the xtw. The lock lever was extended further past the blue line, and the clip popped open. The device was replaced to complete the procedure. There was no patient involvement. No additional information was provided.